Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture and decreased r wave were noted on the right ventricular lead. Perforation was observed on computed tomography (CT) scan. The lead was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.